Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00138 on july 18, 2023. An outside united states (ous) customer contacted a siemens customer care center to report falsely elevated ca19-9 results were obtained on samples from the two patients on an advia centaur xp system which were considered discordant with the lower results from alternate methods. The discordant elevated results were not reported to the physician(s). Quality controls (qcs) recovered within ranges on the day of the event. July 28, 2023 additional information: siemens investigation included an assessment of reagent, instrument, and sample data. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. When the samples were treated with polyethylene glycol (peg) 6000 the samples recovered significantly lower with the advia centaur xp ca 19-9 assay. Treatment of the samples with peg may have precipitated antibodies that were interfering with the advia centaur xp ca 19-9 assay. Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. Return of the patient sample for further investigation is not possible due to china custom issues. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report falsely elevated ca19-9 results were obtained on samples from the two patients on an advia centaur xp system which were considered discordant with the lower results from a alternate methods, the discordant elevated results were not reported to the physician(s). Quality controls (qcs) recovered within ranges on the day of the event. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient¿s clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers¿ assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." Siemens healthcare diagnostics is investigating.

Event description:
Falsely elevated ca19-9 results were obtained on samples from two patients on an advia centaur xp system which were considered discordant with the lower results from separate alternate methods for each sample. The discordant elevated results were not reported to the physician(s). The samples were treated with peg-6000 and tested. The results were much lower on the advia centaur xp system for ca19-9. There is no indication of a cancer diagnosis with these two patients. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca19-9 results.